Event description:
During preventative maintenance of the device, the user reported the occluder lamp caused the breaker to short circuit. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.